Event description:
The clinic reported that a patient presented to an affiliate doctor for a re-check following lasik vision correction with a possible epithelium ingrowth. The flap was lifted and the epithelium ingrowth was removed.

Manufacturer narrative:
(B)(4): epithelium ingrowth. No clinical support or service was requested. Customer reporting incident only.